Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting found that the remote drive would bring up error messages resulting in a faulty imaging system computer. After replacement of the computer, the power switching board was replaced as an upgrade. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that when attempting to enter the d drive the computer would state an error occurred. This confirmed an electrical failure due to a system fault code. The board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The board is not related to the complaint. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not able to start up. It was also noted that the imaging system was constantly beeping and that the generator would not initialize. No initial troubleshooting was performed. There was no patient present when this issue was identified.